Event description:
This report is being filed after the subsequent review of the following journal abstract: eajazi, a. Et al. (2012, may). Clinical results of using the proximal humeral internal locking system plate for internal fixation of displaced proximal humeral fractures. The american journal of orthopedics, 41, e64-68. Between 2006 and 2008, 37 patients with displaced fractures of the proximal humerus were treated with synthes device, the proximal humeral internal locking system (philos) plate and evaluated for functional outcome and complication. Mean range of follow-up was 12 months. Twenty patients were 60 years of age and younger and 17 were older than 60 years. Results included: avascular necrosis of the humeral head (one) and infection (two). The authors concluded that fixation with the philos plate is a good treatment method with high rates of union for displaced proximal humeral fractures, particularly in the older population with osteoporotic bone. This is report 1 of 1 for complaint (B)(4). This report is for an unknown philos plate.

Manufacturer narrative:
Eajazi, a. Et al. (2012, may). Clinical results of using the proximal humeral internal locking system plate for internal fixation of displaced proximal humeral fractures. The american journal of orthopedics, 41, e64-68. This report is for an unknown proximal humeral internal locking system plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.